Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v780818, implanted: (B)(6) 2011, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: v780818, ubd: 18-jul-2015, (B)(4). Other health care professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported that the patient told an MRI technician that during implant of the patient¿s current system, the doctor "wrapped" the lead to allow future use. Healthcare professional ended up placing another system on the other side of the body. No further complications were reported or are anticipated.